Manufacturer narrative:
Findings: pump passed the operating currents measurement, self test, rewind, basic occlusion, prime/a33 and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and no delivery test due to motor error alarm. Pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at reservoir tube window corners, reservoir tube window and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the customer¿s daughter fell off the bed and she broke her belt clip as a result and also cracked the pump as well. The insulin pump will be returned for analysis.